Event description:
It was reported that there was a restriction in the catheter and they have been monitoring it. They have noticed that there was more medication coming out than anticipated. The patient had been keeping a log since (B)(6) 2014. No interventions or outcome were reported regarding this event. The pump was used to infuse bupivacaine, dilaudid and an unknown type of baclofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).